Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in the shock impedance measurements of greater than 125 ohms. Possible causes and troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.